Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to customer's blood glucose. A systems check was performed with tandem technical support and no issues were identified. Customer changed pump supplies after the systems check and resumed insulin delivery.